Event description:
The pt experienced sound quality issues followed by no sound. External equipment was exchanged and programming adjustments were made, however this did not resolve the issue. Revision surgery has been scheduled.